Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported low tidal volume being delivered with no alarm. No patient harm reported.